Event description:
The pt underwent successful stent assisted coil embolization of an unruptured aneurysm. It was reported that a small in-stent thrombus was noted. Aggrastat was administered and the thrombus "resolved quickly". Pt assessment by modified rankin scale was "0" pre-procedure. No further info was provided as to the pt's condition post procedure.